Event description:
It was reported that the patient was experiencing poor effect from a very high daily dose of lioresal 2000 mcg/ml and was taken for surgical revision of the drug infusion system. The hcp reported that residual reservoir volumes have been as expected. A study was attempted, but unsuccessful, as the hcp could not withdraw from the catheter. During surgery, the hcp was unable to withdraw from the side port or when pump was disconnected from the catheter. The connector was cut off and free flowing cerebrospinal fluid was noted. The hcp injected through the cut end of the catheter and fluid came out around the pin connector. It was then noted that the catheter had been perforated by the pin connector. A new connector was attached; good csf flow was noted and the daily dose was reduced to 100 mcg. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.